Event description:
Approximately eight months post hvad implantation, it was reported that the patient experienced issues with controller and power sources that included power switching from one port to the other, random beeping from the controller and critical battery alarms. The batteries and the controller were replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event; the issue was resolved with replacement of batteries and controller.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) and batteries ((B)(4)) were returned for further analysis. Additional information will be submitted with-in thirty (30) days of completion of the investigation.

Manufacturer narrative:
The site indicated that the pump remains implanted. Two batteries and a controller were returned to heartware for evaluation; the devices were exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller and (B)(4) passed visual examination and functional testing; the devices performed per specification. Functional testing revealed that (B)(4) contained a faulty cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.